Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries in the monitor corroded. The corrosion was so bad, it began leaking out of the monitor after the battery compartment was opened. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.